Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02838 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02839 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed (B)(6) 2014. According to the complainant, during the procedure, the patient have a gastric ulcer that needed to be clipped. The clip grasped and locked onto tissue but failed to release from the catheter to deploy. The same issue occurred with the second clip. It was reported that the anatomy was tortuous. The patient was sent to ICU following the procedure for observation because the location of the bleed was on the back of a fold in a difficult anatomical location, making it impossible to get the clips deployed in a perfect position. Observation in the ICU was as a result of the anatomical location of the bleed, not the performance of the clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of clip failed to release from the catheter. The reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.